Event description:
As reported by the user facility: brief inquiry description: alarm. Detailed inquiry description: event per organization-" patient saline infusing to kvo and the pump kept alarming and giving messages that bubbles were present in the line. The tubing was used that was the pilot tubing with the asv. Multiple attempts to clear the bubbles and the pump kept alarming. Resolved to remove the anti-syphon valve to see if the alarms will stop and clear the bubbles and the messages. Less bubbles, and no alarming noticed right after for some time. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.